Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during implantation of an intraocular lens (iol) when tried to implant lens it did not exit the injector correctly and was unable to be implanted. With larger lens the cartridge tip could be a bit longer- sometimes when injecting, the lens catches the incision and is unable to be injected. We usually fold it and reload it into a company cartridge with a company injector but were unable to this time. Additional information was received stating that all the lens were able to reload lens into a cartridge and insert into eye.

Manufacturer narrative:
Viscoelastic was not provided. It is unknown if the qualified product was used. The file indicated that the lenses usually are 'reloaded" to complete the surgery. This method is not a recommended delivery technique. The associated products of the reloading are company cartridges with company handpieces. The viscoelastic products were not provided. This complaint is for an unknown number of similar events. Follow up attempts were made for more information. No additional information has been provided. If additional information becomes available, or the samples returned, the file will be reopened and updated. Not enough information was provided for further investigation. Information was provided that a facility representative reported, "with larger lens¿ the cartridge tip could be a bit longer- sometimes when injecting, the lens catches the incision and is unable to be injected. We usually fold it and reload it into a cartridge with a company injector but were unable to this time." The method described of re loading/reusing a lens that has been previously delivered through a single use delivery system is not a recommended delivery method per the instructions for use (IFU). The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The manufacturer internal reference number is: (B)(4).